Event description:
As reported: "gamma3 nail fracture at the level of the femoral neck screw. The patient required revision."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the nail is broken apart as complained. The device inspection revealed the following: the received nail is completely broken in the webs of the proximal lag screw hole. The macroscopic evidences point to a fatigue fracture pattern, as illustrated by small ductile residual fractures on the medial side of the hole (fracture started from lateral to medial). The lag screw bearing point on the medial side at the distal end shows deformation which may indicate that the nail was exposed to continuous high loads. In addition, no sign of missdrilling or damage induced by the drill can be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. This event and provided details were forwarded to medical affairs, with the following result: "clearly there was a non-union or delayed union at 4 months. The x-rays do not show any callus formation, which you might have expected during this timeframe. Based on the provided information, the root cause of the reported event is multi-factorial: the location of the fracture and the technical aspects of the surgical procedure may have contributed to the event. Furthermore, patient activity levels post-op, co-morbidities may also have contributed to an inadequate load distribution, and therefore the breakage of the implant". If more information is provided, the case will be reassessed.

Event description:
As reported: "gamma3 nail fracture at the level of the femoral neck screw. The patient required revision."